Event description:
The physician achieved arteriotomy closure with the closer s 6 fr device after an interventional procedure in 2003. It was reported that 3 days later, "heat, swelling, tenderness and fever was confirmed at the right centesis area". An "arterial echo was performed and a pseudoaneurysm was not confirmed". A culture taken at this time was positive for methycillin resistant staphylococcus aureus. Therefore, the "centesis area was locally disinfected and cefamezin" was prescribed. It was reported that "the following month, incrustation was confirmed". Though requested, no add'l info was provided.